Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/apr/2019 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, creases flat, and cloudiness/bubbles in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Patient additionally reported pain, and healthcare professional additionally reported "patient's concern with product/procedure." Device has been explanted.